Event description:
The health care professional reported a low out of range impedance value of 112 ohms on electrode pair 9 and 11. Impedance readings were normal on all other electrode pairs. The possible short was programmed around. The patient was getting good therapy results, though he bumped his head a lot.

Manufacturer narrative:
(B)(4).